Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reload the software. Reloaded the software. The system was tested and found to be working as intended and placed back into service.

Event description:
During a pm inspection, on the 9600 system, it was identified that the system would not boot. There was no report of patient injury.